Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this patient presented to the emergency room after experiencing a syncopal event. Device interrogation showed no recorded episodes in the past 72 hours and no out of range measurements. The presenting data shows atrial and ventricular pacing with frequent premature ventricular contractions (pvc). A review of the stored data identified some pvc's that have retrograde atrial conduction in the refractory period followed by an atrial pace that doesn't capture right after the atrial beat in refractory. The physician stated the patient's heart rate is in the 70's on the monitor and the presenting data shows the device is operating as programmed. Efforts to obtain additional details were unsuccessful. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating device evaluation was performed and found to be normal. Stable threshold measurements and an appropriate safety margin was confirmed. The issues with the patient were determined to be blood pressure related and changes have been made to the patient's medications. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be received.

Event description:
This report is being processed due to the receipt of pertinent information.